Event description:
This report is #1 of 3 for the same event reported under complaint (B)(4).

Event description:
On (B)(6) 2012, was started on half weight bearing and in (B)(6) 2012 placed on full weight bearing. On (B)(6) 2012, surgeon found the distal locking bolt was broken. Via x-ray.

Event description:
A device report from (B)(4) indicated a hospital (B)(6) reported: patient status post pfna ii nail and bolt implantation on (B)(6) 2012 was started on half weight bearing and in (B)(6) 2011 placed on full weight bearing. On (B)(6) 2011, surgeon found the distal locking bolt was broken. Via x-ray. On (B)(6) 2012, surgeon found the pfna ii nail was broken at the proximal part. Patient was returned to the operating room on (B)(6) 2012 hardware was removed and patient was revised to bha. After the procedure the follow up was without any problems. This is 1 of 2 reports for this event.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used as treatment. Correction: from: on (B)(6) 2012, was started on half weight bearing and in (B)(6) 2011 placed on full weight bearing. On (B)(6) 2011 surgeon found the distal locking bolt was broken. Via x-ray. To: on (B)(6) 2012, was started on half weight bearing and in (B)(6) 2012 placed on full weight bearing. On (B)(6) 2012, surgeon found the distal locking bolt was broken. Via x-ray: information found during record review.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Not previously reported: device is not distributed in the united states, but is similar to a device marketed in the USA. The dimensions of the nail, as far as measurable, were checked using a sliding caliper and found to be in accordance with the technical drawing of the producer and ao/asif specifications. The aqua anodized nail is made of ti-6al-7nb titanium alloy. According to the raw material inspection sheet and the manufacturer papers, the alloy complies with the international standards iso 5832-11 and astm f1295, the examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. The nail broke at the 130 degree hole in the proximal part. After breaking, the two nail fragments rubbed against each other causing light destruction of the fracture surfaces. Gliding-, wear marks are shown inside the 130 degree hole and inside the second distal locking hole which was occupied by the broken locking bolt. They result from micro movements between the nail and the spiral blade/locking bolt and are a sign for instability and high dynamic loads. When examining the proximal fracture surfaces of the nail by scanning electron microscope, sem, the initial fracture zones, the fracture behavior and the final fracture zones could be identified. The primary crack initiated at the lateral side of the nail and ran through the material. A secondary crack initiation was documented starting fro the medial side. Fatigue striations were observed in the crack propagation zones and over a sizable area of the fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads - load and unload during walking. The presence of these striations is a clear indication of a fatigue failure. The fracture surface of part a showed fatigue striations and approximately 3 percent of forced fracture with dimples - residual forced fracture - and part b of 60 percent of the fracture surface. Sem observations and findings indicate that the nail failure was caused by fatigue and overload - torsion and dynamic bending. Based on the structure of the nail fracture surfaces we can conclude that the investigated nail failed because of dynamic bending and torsional loads which finally led to the fatigue fracture. The nail had to absorb and neutralize forces that have been greater than the tolerable load. Prolonged mechanical stressing and overload led to fatigue failure of the nail. No evidence of material or manufacturing defects could be found.